Manufacturer narrative:
The insulin pump alarmed rf pic failed self test during self test and failed to communicate with test glucose meter due to faulty force sensor system at rf board. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked case near display window corners.

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that when she changed the battery, the pump read bad battery. The customer stated that the pump rejected the battery two times. The customer stated that the pump did not occur during the prime and rewind sequence. The customer stated that the pump also alarmed two rf pic failed self-tests. The customer will be sent a replacement pump.